Event description:
Caller reported cartridge alarm 20. Blood glucose level was reported to not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to load a new cartridge correctly and successfully resumed insulin therapy, resolving the issue.